Event description:
Boston scientific received info that during a routine in-clinic f/u, this right ventricular lead exhibited low pacing impedance measurements and intermittent loss of capture for greater than two seconds. No add'l adverse pt effects were reported. An invasive procedure was performed. The lead was surgically capped and abandoned and a new rv lead was successfully implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info is provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.